Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the two reported error messages were confirmed. The database was rebuilt and a disk check on d:\ drive was performed. Performed system check, o-arm is operational. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displays error messages upon boot up. The image acquisition system (ias) pendant displayed the error "mvs stem error. O-arm reboot required", and the mobile view station (mvs) displayed the error "an error has occurred that may have damaged the system's database. Please contact medtronic technical service for assistance". There was no patient present when this issue was identified. No additional details were provided.